Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the thread of the device was broken, the device was opened and removed from the packaging just before the procedure and had involved one defective device. The patient incurred evisceration. There was a need for recovery in the operating room to resolve the issue and complete the case. There was no patient injury as reported.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and no needles. It was observed, under magnification, that the sutures appeared to have split under tension. There was no sealed samples were returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.